Event description:
An angiodynamics district sales manager reported an issue with an auryon atherectomy catheter 2.0mm - hydrophilic coated. During a procedure, the tip of the catheter was found to be separated after the device was unable to cross a severely calcified cfa/prox sfa. A 1.5mm catheter was opened to treat the calcified area but it ended up stuck on an asahi grand slam wire; therefore, the procedure was completed with a hawk 1 and serranator. The patient did not experience any adverse effects, harm, or require medical intervention as a result of this incident.

Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Manufacturer narrative:
The sample presented an expected appearance per the description. The customer's reported complaint description of distal tip's (inner blade component) separated (but not coming off) was confirmed. The catheter was found to be with one kink along its length, at 87cm from its distal tip. There were almost no active fibers at the tip. The catheter working time was 0sec at 50 mj/mm2 and 252sec at 60 mj/mm2. The root cause of the degradation of fibers cannot be definitively determined, however, a potential root cause for this type of tip detached failure mode is catheter was working for an extended time with lasing in high energy. The energy set in the laser system may also be in spec but at the high end of it. In addition, the lesion type and presence of blood may also be contributing factors. According to the additional information, the lesion was severely calcified, and when applying excessive force in an attempt to cross it, mechanical damages can occur. No manufacturing non-conformance was observed during the sample evaluation. No correction or corrective action is required as a definitive root cause could not be determined. Therefore, the procedure was completed with a hawk 1 and serranator. The patient did not experience any adverse effects, harm, or require medical intervention as a result of this incident. The DHR was reviewed for the reported catheter lot number. The review confirmed that the lot met all material, assembly, and performance specifications, e.g., no manufacturing non-conformance reports were issued. A review of the distribution records was performed for the reported packaging lot number 87777 for any deviations related to the reported failure mode of the complaint. The review confirms that the lot met all packaging performance specifications, i.e., no ncr has been written. Labeling review: instructions for use (ifu0110 / ifu0120) are provided with the catheter device and contain the following statements: warnings pay careful attention while using the catheter, avoid excessive force, and be on alert for any potential damage. Inadvertent movement of the catheter may result in patient injury. Proximal vessel diameter must be [?]150% of the outer diameter of the auryon catheter. Always use fluoroscopic surveillance when advancing the auryon catheter inside the patient vasculature to avoid misplacement, dissection, or perforation. Auryon catheter insertion over the wire until laser activation: you may use any other gw to cross the lesion, but the final gw that auryon catheters will track over should be 300cm 0.014", and preferably stiff gws. Once this gw is angiographically verified to cross the lesion in the vessel's lumen, it is ready for auryon catheter insertion over the wire. Advancement of auryon catheter through the lesion: a) do not to exceed 10 seconds of continuous lasing at the same location. If you experience any difficulty advancing the auryon catheter, immediately start a 10-seconds self-count-down. Self-count-down should start the moment you experience non-advancement of the auryon catheter. When advancement resumes, stop the self-count-down and resume it if additional difficulty advancing the auryon catheter is experienced. B) if the auryon catheter cannot be advanced by the 10th second of laser activation, release the footswitch to stop the laser, retract the catheter approximately 3-4 mm, and try to advance again while rotating the catheter shaft approximately 90 degrees to either side, while resuming the 10-second self-count-down. C) if the auryon catheter still cannot be advanced with the above-mentioned rotation manipulation for the additional 10-seconds, immediately stop the laser activity by releasing the footswitch. D) ask the laser operator to raise the fluence to the 60mj/mm2. E) activate the laser and try again to advance the auryon catheter through the lesion. F) if the auryon catheter cannot be advanced, resume the 10-second self-count-down. G) if the auryon catheter cannot be advanced in this attempt, stop the laser activity, withdraw the auryon catheter and use a new catheter. A review of the angiodynamics complaints system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).